Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the insulin pump had unexpected restart alarm. The insulin pump's battery cap was loose. The school nurse tightened it and the alert came up. Customer's blood glucose value was unknown during the incident. Troubleshooting was performed. There was no clear indication that the alarm was resolved. Insulin pump will not be returned for analysis.